Event description:
Customer reported a failure code 703. Customer stated incident occurred during pt use. No pt injuries associated with this report and there have been no incident reports filed since the last baxter service event.